Event description:
Meter name: fasttake. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: none. A pt reported they were hospitalized. Their meter allegedly would only prompt apply sample. The result on their meter was: unable to test. The result on the hospital meter was unk. No comparison reported. Treatment was unk. No further info has been reported.